Event description:
Event description guidant received information that this transvenous defibrillation lead dislodged. This observation was made 8 months post implant. The physician elected to explant this lead, and implanted a similar lead without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.